Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high threshold and high, out of range pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was stable.